Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the error messages displayed were due to poor contact in the slots of the motherboard. There were no traces of corrosion, oxidation or mechanical damage. The defect is likely the result of normal wear and tear which is a natural and inevitable occurrence. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the camera control unit requested a restart with error code e116. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: d4 and h6. Corrected fields: d9 - device return date. E1 - reporter phone number. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that error message e116 and e117 were due to poor contact on the motherboard. Olympus will continue to monitor field performance for this device.